Event description:
Pt came to our orthopedics outpatient clinic on (B)(6) 2013, around 10:50 am pst. She rec'd two injections of euflexxa. One in the right knee and the other in the left knee. The pt waited in our clinic for 30 minutes after the injection with no adverse reaction. The next am when the pt awoke, she had redness, swelling, rash and hives at the injection site. The pt was instructed by the staff and md to apply ice to the area and to go to the emergency room if the symptoms became worst. She did not have to go to the emergency room. Diagnosis or reason for use: osteoarthrosis/pain in knee. Prefilled syringes: one-time injection, prefilled syringes: one-time injection.